Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states that where the seat is, the metal bar snapped on the left side.